Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) delivered therapy for polymorphic ventricular tachycardia (vt) that degenerated to ventricular fibrillation (vf) during the patient's dialysis. The shock therapy delivered did not terminate the episode and external defibrillation was required. Additional episodes of vf occurred with eleven shocks delivered that was intermittently successful. There was also an increase in premature ventricular contraction (pvc) frequency with high threshold measurements that was suspected to be caused by the lead position. The newly implanted right ventricular (rv) lead was explanted and replaced successfully. The device remains in service and the explanted rv lead will not return for analysis. There were no additional adverse patient effects reported.